Event description:
During a laparoscopic cholecystectomy procedure, the clips jammed and the jaws twisted. The surgeon applied another device without pt injury.

Manufacturer narrative:
6/26/97-supplemental report #1 submitted to FDA.